Event description:
It was reported that during testing the pumps double beeps with cassette. No patient injury was reported.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. The reported problem "double beeping with cassette" was not duplicated during the investigation. In the event history log, high pressure and no disposable messages were found; those errors could have caused the downstream sensor to double beep. The downstream sensor was recommended to be replaced as a preventive action. (Updated h3 and h6) a DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.